Event description:
The customer reported that, during an unplanned vitrectomy, the vit tubing stopped working and they had to open an additional pack to get one that worked. The surgeon stated the posterior capsule tear was not related to the nonconforming device (no root cause provided). The patient outcome was reported as excellent.

Manufacturer narrative:
An anterior vit probe was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.